Manufacturer narrative:
Alleged failure: rep called in stating that the account was reporting the l11 would intermittently turn off during a case and give a e23 error. The 1688 would randomly changed specialty and captured images on its own. This happened while using the cautery. Was not able to resolve the l11 issue so they had to open the patient to finish the procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cases are: the electro cautery cords laying across the ccu screen at the customer's facility was the root cause. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was converted to an open procedure.